Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified surgery at t3-t4 due to scoliosis. During surgery, after the rod was in, surgeon wanted to do some compression and distraction with the set screws that were provisionally tightened. Surgeon claimed that the set screws that they wanted to remain tight were sliding along the rod. The product still remains in service. No patient complications were reported.